Event description:
It was reported that the customer tried to change the insulin pump and there was a black circle on the screen. The customer had to finish loading the pump and the black circle went away. Customer stated that she put 300 u in the reservoir and now there is only 42u remaining. Customer stated that there is only 40u in the reservoir after removing it and looking at it. Customer stated that there are bubbles in the reservoir. Customer was walked through an infusion set change. The helpline was unable to verify why the customer's blood glucose level was 290 mg/dl or how the customer treated. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.